Event description:
During the cooling phase of an ivtm therapy using the thermogard xp ivtm system (sn (B)(6) ), there was an issue with the temperature display. No other adjunct procedures were performed on the patient, and no other devices were used during the treatment. The customer reported that the patient's temperature displayed on the monitor showed 27 °c for a few hours. The customer did not report what the patient's actual body temperature was at the time. The temperature probe used in this case was an esophageal probe manufactured by covidien. To address this issue, the customer switched to the arctic sun console to continue the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. H4 (device manufacture date) was updated. H6 (health effect - clinical code) was updated based on the received additional information. H6 (health effect - impact code) was updated based on the received additional information. H6 codes for device evaluation were updated. The thermogard xp ivtm system (sn (B)(6) ) was evaluated by zoll service personnel at the customer site. The reported complaint of "inaccurate patient's temperature displayed on the monitor for a few hours" was confirmed in the system's event log and patient data files. The probable root cause of the reported issue was either a malfunctioning esophageal temperature probe or an unstable electrical cable connection between the temperature probe and the console. During visual inspection, no physical damage was observed on the thermogard console. No significant error messages or faults were noted in the console's event log. There was a "t1 temperature probe disconnected during run" alarm (1.1) recorded in the log file on the reported event date, suggesting that the temperature probe cable connection may have been intermittent or unstable. The patient's data log revealed that on the customer's reported event date, the displayed patient temperature dropped from 33.02 °c to 28.30 °c (4.7 degrees) in one minute. This low display reading lasted 663 minutes (11 hours), confirming the customer's reported complaint. After 11 hours, there was another "t1 lost" event in the console log file, and the displayed patient temperature raised immediately from 27.55 °c to 37.02 °c (9.5 °c) in 1 minute. Zoll provided the customer with new replacement temperature probe cables to remedy the issue. The thermogard ivtm system passed all functional tests. The thermogard system performed within the specification without any fault or error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
During the cooling phase of an ivtm therapy, the customer observed that the patient temperature displayed on the monitor of the thermogard xp ivtm system (sn (B)(6) was showing 27°c for several hours. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.